Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the soft connector of the set monitor line was damaged, which allowed the reported leakage. The monitor line is provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component damage was determined to be a supplier issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return pressure port connector of a prismaflex st100 set was observed to be broken and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed that the soft connector of the set monitor line was damaged, which confirmed the previous evaluation of the customer provided photographs. No additional findings were noted. Should additional relevant information become available, a supplemental report will be submitted.